Manufacturer narrative:
B3: update was made to this field. Continuation of d10: product ID 8781 lot# 0228701657 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated a change to the event date.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen via an implantable pump. It was reported that the patient experienced increased spasticity since (B)(6) 2025 and increased groin pain on the right side since the summer. It was reported that they had a feeling that baclofen was not being delivered. Given the patient's history and current situation, they suspected a catheter malfunction. An MRI without contrast was performed. A catheter occlusion was noted and teh patient required in-paitner prolonged hopsitalization. A catheter revision was performed on (B)(6) 2025 resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0228701657, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.